Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found a repair was noted on 12-feb-2024. The customer reported problem was "hinge housing." The reported problem was confirmed by the technician. The technician replaced the rear housing to address the reported issue. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming remove and reattach cassette. Reservoir volume 47.8. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found a repair was noted on 12-feb-2024. The customer reported problem was "hinge housing." The reported problem was confirmed by the technician. The technician replaced the rear housing to address the reported issue. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
Report is being resubmitted per FDA: csh-37221. H3: device was not returned for root cause analysis. Service history review found a repair was noted on 12-feb-2024. The customer reported problem was "hinge housing." The reported problem was confirmed by the technician. The technician replaced the rear housing to address the reported issue. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.